Event description:
The customer reported that the system intermittently failed to boot to a usable state and exhibited a non-recoverable loss of functionality. No pt serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The customer requested a new main plug. A replacement plug was sent to the customer. The system was found to be working as intended after the plug was replaced. The system was put back into service.